Manufacturer narrative:
Additional info was received on (B)(6) 2011 in the form of a qa investigation summary. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification results is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Eval summary: additional info was received on (B)(6) 2011 in the form of a qa investigation summary. The production and quality control documentation for lot #p09111, with expiration date 02/2012 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Sural thrombophlebitis [thrombophlebitis]. Synovitis [synovitis]. Case description: spontaneous report received on (B)(6) 2011 from a physician regarding a male pt, initials unk. The pt's medical history is significant for gonarthritis. On an unspecific date, the pt initiated synvisc injection of 2 ml into the knee. The synvisc injection was performed under radiological control. On an unspecified date, the pt experienced synovitis. The action taken with synvisc treatment was not provided. The pt's outcome was not provided. Concomitant medications were not provided. The intensity for the event of synovitis was not provided. The reporting physician assessed that the event of synovitis was not related to synvisc but to contrast medium that was used. (B)(4). Additional info was received on (B)(6) 2011 from the physician which upgraded the case to serious. He updated pt initial to cm. The physician reported that the pt's medical history is significant for grade 3 chondropathy. The physician provided pt details: age: (B)(6): height: (B)(6); and weight (B)(6). On (B)(6) 2011, the pt initiated synvisc injection of 2 mil into the knee. Needle size was 22 gauges, synvisc was at room temperature on injection; injection route was latero-external (sub-patellar); chondropathy was of traumatic etiology. The pt did not experience any adverse reaction on the first injection. In (B)(6) 2011, the pt initiated second injection of synvisc of 2 ml into the knee and experienced pain. In (B)(6) 2011, the pt initiated third injection of synvisc into the knee. The third injection was performed under radiological control imaging with hexabrix contrast medium and local anesthesia with xylocaine (lidocaine). In (B)(6) 2011, following the third injection, the pt experienced pain and effusion and was diagnosed with synovitis. On (B)(6) 2011, the pt's knee was aspirated of 120ml of clear light yellow and very mild pink colored synovial fluid. The synovial fluid was examined. The lab test results obtained were: synovial fluid was sterile; synovial fluid white blood cells: 1920/mm3 and synovial fluid proteins: 46g/l. Following immobilization and due to effusion on right knee, the pt experienced complication of right sural thrombophlebitis in (B)(6) 2011. In (B)(6) 2011, synvisc was temporarily discontinued. In (B)(6) 2011, the pt recovered without sequelae from synovitis and sural thrombophlebitis. Relevant concomitant medication reported includes 3du/d of chondrosulf (chondrotin sulfate sodium), which was started in 2010 and is continuing. The intensity for the events of synovitis and sural thrombophlebitis were assessed as moderate. The reporting physician assessed the relationship between synvisc and the events of snyovitis and sural thrombophlebitis as possible.